Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 45 mg/dl at its lowest). Glucose tablets were consumed to address bg. Customer reported the basal rate pump setting needed to be adjusted and was cause of low bg. Tandem technical support assisted the customer with adjusting the pump setting.